Event description:
This report contains supplemental information for mentor trackwise complaint file (B)(4). Initial report was already submitted as asr in q1 2016. It was reported that a female patient underwent unspecified breast surgery with a 500cc mentor memorygel breast implant and experienced breast implant rupture on one of her sides postoperatively. On (B)(6) 2022, mentor became aware that date of surgery is scheduled for (B)(6) 2022. The serial number is either (B)(4) if the rupture is on the left side, or (B)(4) if the patient experienced rupture on the right side. Follow-ups are in progress. When any information is received, the file will be updated, and supplemental report will be submitted.

Manufacturer narrative:
This report contains supplemental information for mentor trackwise complaint file (B)(4). Initial report was already submitted as asr in q1 2016. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown side rupture. Explantation date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 15, 2023, mentor became aware that the surgery never took place. Hence, following fields have been updated on this form: is required intervention has been de-selected under section b; field b2 explantation date has been removed from fields d6b. Field h6 health effect - impact code has been updated to ¿recognized device or procedural complication¿. Field h6 type of investigation has been updated to "device not accessible for testing". Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).